Event description:
It was reported that the pt developed biofilm at the implant site. Surgery to explant the pt's device has been schedules. Advanced bionics is in the process of gathering more info; once more info is available, a supplement report will be submitted.